Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system result for 1 patient sample tested on a cobas 6000 e 601 module. The initial hcg+beta result from the primary tube was 15.01 miu/ml. On (B)(6) 2018 the same primary tube was run a different cobas e601 at another laboratory and an hcg+beta result of 5660 miu/ml was obtained. On an unknown date from a separate sample on an unspecified system, the patient had an hcg+beta result of 22000 miu/ml. The erroneous result was reported outside of the laboratory to the patient. The hcg+beta result of 5660 miu/ml was deemed to be correct. There was no allegation of an adverse event. The hcg+beta reagent lot 329446 with an expiration date that was requested but not provided. The customer was using rack adapters. Based on the calibration and qc data provided, no obvious reagent issues were noted on the day of the event. The analyzer alarm history showed numerous sample volume and sample pipetting errors. The environmental conditions in the laboratory were checked and were found to be acceptable. Precision testing was performed on the analyzer with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.